Event description:
It was reported that customer received excessive no deliver alarms on replacement insulin pump. Customer's blood glucose was 276 mg/dl, which was treated with manual injection. It was reported that customer had been off insulin pump for one week at the advise of healthcare professional due to excessive no delivery alarms. Caller was advised that customer should call at the time of incident in order to troubleshoot. It was reported that customer change the length of the cannula and still received a no delivery alarm. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).